Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The customer's allegation was confirmed. The device evaluation found rust on the adapter. Based on the results of the investigation, the internal charged coupled device may have failed due to a defective camera cable. The results of the investigation did not lead to the identification of the cause of the occurrence. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, the subject device displayed a displayed a flickering image. There were no reports of patient harm.